Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The needles did not present on deployment. Needle back down was not successful. A vascular surgeon was called in, who decided to simply pull the device from the artery. A femstop was applied for successful compression and the pt did fine. The subject device was returned for inspection. Review of lot manufacturing records revealed no relevant deviations.